Event description:
Information received from the field notes that fluoroscopy revealed lead fracture in the location of the heart. Measurements on the atrial lead showed an open circuit. The patient was not pacemaker dependent.